Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 12/23/2015 to report on behalf of patient that after inserting the sensor on (B)(6) 2015, they waited for two hours but the sensor did not start. Patient removed the sensor and observed that the cannula was detached. At the time of contact, no injury or medical intervention was reported.